Event description:
The device has been explanted.

Manufacturer narrative:
Continued e1 phone number: (B)(6). Continued e1 mobile number: (B)(6). Additional, changed, and/or corrected data: d9, e1, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: no other observations observed. No further actions are required as the device was implanted.

Event description:
Physician reported" patient requires bilateral replacement surgery as patient presents capsular contracture with breast deformity, causing a great asymmetry." This record is for right side. The capsular contracture is baker grade iii. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture baker grade iii. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported" patient requires bilateral replacement surgery as patient presents capsular contracture with breast deformity, causing a great asymmetry." This record is for right side. The capsular contracture is baker grade iii. The device remains implanted.